Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that r2p device involved tip accordioned. Additional information was received 27 jun 2022: the procedure performed was a heart catheterization. No other equipment or other devices were used with the reported product. Patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section a1, a2, a3 and to update section h3, and to provide the completed investigation results. One r2p destination slender was returned for product evaluation. The returned device included the sheath and dilator. The product was subjected to visual analysis. The sheath and dilator were fully mated. The sheath tip was found to be deformed. Dried blood-like substances were found on the dilator near the sheath-dilator transition. The complaint can be confirmed for sheath tip mechanical damage. The exact root cause cannot be determined. The likely root cause is the atraumatic tip came into contact with an obstruction during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).